Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Litigation papers allege: on or about (B)(6), 2007, pt was implanted with a depuy pinnacle hip on her right side. On or about (B)(6), 2007, pt was implanted with a depuy pinnacle hip on her left side. Since the implantations, pt has experienced large amounts of toxic cobalt-chromium metal ions and particles in her blood, tissue, and bone surrounding the implants. She has been experiencing severe pain, discomfort, and inflammation in her bilateral thighs, hips, and groin; as well as popping and clicking sounds in both hips; sensation that implants are unstable and will give out on her; inability to walk moderate or long distances; inability to sleep on either side without pain; inability to sit for moderate to long periods of time; metallosis; infection; and other complications. Pt will likely undergo bilateral revision surgeries in the future.